Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported upon removing the lead from the packaging prior to implant, it was noted that there was a slight bend at the tip of the lead. Positioning was more difficult than normal to place the lead into the rv (right ventricular) apex. It is unclear as to whether this was due to patient anatomy or the bend. Once the lead was positioned and fixated, the function of the lead was appropriate and there was no evidence of performance issues. It was noted that there is concern about the packaging of this product. The lead remains in use. No patient complications have been reported as a result of this event.